Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the patient received more medication than intended. At an unspecified time, the device was programmed to deliver potassium chloride 40meq/100ml, at a rate of 25ml/hr, for a duration of 4hrs, and the delivery was started. No further programming parameters were provided. At 1500, approximately 2 hours and 45 minutes after the delivery was started, the nurse went to the patient's room in response to an alarm condition. At that time, the nurse reported, the device was alarming for air in line, the container was empty and the display indicated 31ml remained to be delivered. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.